Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. Customer's other blood glucose was 160 mg/dl, 280 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer stated that auto mode was active. Customer stated that insulin exited at quick release. Customer stated that cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.